Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 23mm 11500a aortic valve, implanted in the aortic position, was explanted after an implant duration of 4 years, 1 month due to unknown reason. The explanted device was replaced with a 23mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: h11: corrected data. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and investigation, it was learned a 23mm 11500a valve in the aortic position, was explanted after an implant duration of four (4) years and one (1) month due endocarditis. The explanted device was replaced with a 23mm 11500a valve. The patient was transferred to ccu in stable condition and discharged on pod #7. Per medical records, the patient was hospitalized due to endocarditis of the prosthetic aortic valve. The patient underwent a redo avr with a 23mm 11500a, and annular reconstruction. A tee revealed a well-functioning valve that was seated nicely with no pvl or other abnormality. Postoperatively, there was no apparent complications, and the patient was transferred to ccu in stable condition. Per pathology report, the final diagnosis included an aortic valve prosthesis with adherent tissue removal, cardiac tissue showing mild and acute inflammation, and negative results for microorganisms on pas-f, afb, and gms stains.